Event description:
It was reported that during an unspecified stenting treatment procedure,a stent dislodgement occurred. The target lesion was located in the iliac artery. An express-b-I ld pmtd. 7.0x30x75cm stent was attempted to be implanted when the stent came off the balloon. The physician was able to successfully snare the stent out from the patient. The procedure was completed with another same device. No patient complications were reported and the patient's status is okay.

Event description:
It was reported that during an unspecified stenting treatment procedure,a stent dislodgement occurred. The target lesion was located in the iliac artery. An express-b-I ld pmtd. 7.0x30x75cm stent was attempted to be implanted when the stent came off the balloon. The physician was able to successfully snare the stent out from the patient. The procedure was completed with another same device. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device evaluated by manufacturer: the stent was returned detached from the stent delivery system (sds). The balloon showed no evidence of being inflated and clear stent crimp marks were noted on the balloon. The stent was returned attached to a snare. The proximal half of the stent was damaged. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device,if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).